Event description:
It was reported that during a hepatectomy procedure, the endocutter misfired twice whilst going across the liver. Theatre sister thought the endocutter felt stiff. The knife deployed all the way, however, staples only deployed half way on the proximal end. The procedure was converted to open. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. The condition of the patient immediately after the procedure was stable. Both gun and reloads were thrown away. Additional information has been requested, no response has been received to date.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.